Manufacturer narrative:
Correction: the medical device problem code of ¿use of device problem¿ should not have been added in the section h6.

Event description:
Additional information received noted that the patient went into loss of capture at midnight, and thus the doctor was called for intervention. During the lead revision procedure, the left bundle branch pacing lead failed to be explanted because it was embedded in the muscle and could not be retrieved.

Event description:
It was reported that the left bundle branch pacing (lbbp) lead was reported to have lost capture due to an elevated pacing threshold. During the lead revision procedure, technical issues prevented the explantation of the lbbp lead. Consequently, the lbbp lead was capped and replaced on (B)(6) 2024. The new lead was implanted in the right ventricular apex, and the patient's condition remained stable.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.